Event description:
As reported by the patient, underwent an interbody fusion procedure with placement of an optimesh device without incident. Approximately four (4) days post-operative, the patient experienced new pain symptoms. Imaging showed mesh failure and loss of graft containment. A revision surgery was conducted to remove the graft material and replace the implant. During a two (2) week post-operative follow up from the revision surgery, the patient continues to experience some pain symptoms and a small portion of graft material was noted to remain from the original surgical procedure.

Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death. Pursuant to manufacturer policy, events resulting in a revision surgery are deemed a serious injury as defined in 21 cfr 803.3 and are determined to be MDR reportable events.